Event description:
It was reported that a clearlink continu-flo solution set was observed to have air in the tubing. The nurse reported that the secondary set, hooked to the primary set, had finished infusing an unknown antibiotic when air in tubing was observed. Thirty-five cm of segmented "air mixed with fluid" was observed in the tubing upstream from the unknown infusion pump. It was reported that the unknown medication that was being infused on the primary set had not been refrigerated or frozen prior to administration. There was patient involvement; however there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of air in the tubing could not confirmed. A visual examination of the device showed no signs of defect. A functional test was performed and determined that the device functioned as intended, with no indication of air in the tubing lines. No cause was identified, as no evidence of product malfunction was observed. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.